Event description:
The customer reported that his blood glucose reached 20 mmol/l [360 mg/dl] and that when he checked the cannula, he noticed that the cannula was kinked and had dislodged from the infusion site. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.